Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer's blood glucose (bg) was ¿high¿; however, a specific value was not provided. Bg was addressed with a correction bolus via the pump. The customer re-loaded the cartridge and resumed insulin therapy.